Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024 at 1515. After approximately two hours, at 1737, a leak occurred. The patient was lying flat in bed when this occurred. The customer placed the cardiosave intra-aortic balloon pump (iabp) on standby, clamped the helium tubing, and were preparing to remove the iab. It was noted that the iabp had generated a gas gain alarm approximately 45 minutes prior. They used the iab fill key and had no other issue until the leak. A charge nurse was walking by and noticed about two inches of blood pulsating in the helium tubing. They immediately stopped the iabp, clamped the tubing and determined no blood has entered the iabp. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2024-00268.

Manufacturer narrative:
Complete initial reporter name and occupation - (B)(6) rn additional initial reporters - (B)(6) rn & (B)(6) , nurse the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).